Manufacturer narrative:
The reported infection could not be confirmed due to missing information; investigation of returned screws showed damage from high mechanical forces and instrument handling, with no device or manufacturing issues identified. Infection is a known IFU listed adverse effect. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that a patient developed osteomyelitis with a non-union fracture and a screw was broken.